Event description:
It was reported that the battery life of this implantable cardioverter defibrillator (ICD) decreased from eleven (11) months remaining to battery capacity depleted (bcd) within the span of one week. The device also recorded a code 1007, indicating that the capacitor charge time exceeded the limit. Additionally, it was reported that this patient received eight (8) shocks inappropriately delivered during a supraventricular tachycardia (svt) episode. Technical services (ts) inquired about possible situations that could result in the observed code. Ts recommended prompt device replacement. No additional adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that the battery life of this implantable cardioverter-defibrillator (ICD) decreased from eleven (11) months remaining to battery capacity depleted (bcd) within the span of one week. The device also recorded a code 1007, indicating that the capacitor charge time exceeded the limit. Additionally, it was reported that this patient received eight (8) shocks inappropriately delivered during a supraventricular tachycardia (svt) episode. Technical services (ts) inquired about possible situations that could result in the observed code. Ts recommended prompt device replacement. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product was not returned to boston scientific as it remains in service. As such, physical analysis has not been conducted in our laboratory. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, the "cause not established" investigation conclusion code was selected because the reason for the alleged observation(s) could not be determined and it can be concluded that unknown factors most probably contributed to the event.